Event description:
Phaseal attached to avanos elastomeric pump which contained fluorouracil, upon pump decontamination it was noted to contain residue of the drug on phaseal blue interior indicating that the med leaked out of inner needle chamber.